Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an air bubble was noted to be in the patient infusion tubing. The customer reported a blood glucose (bg) level of 300 (mg/dl). A correction bolus was delivered as well as dietary changes to address bg levels. The customer attempted to prime the air out of the tubing prior to contacting tandem technical support, but was unable to do so. Therefore, the customer changed the tubing and infusion site.